Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal end of the crimped stent were damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the distal portion of the delivery shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior descending and atrioventricular segment of the right coronary artery (rca). A 16 x 2.25 promus premier stent was advanced but failed to cross the lesion and the physician noted that the stent was flared. A microcatheter was inserted and a 16 x 2.50 promus premier stent was deployed to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior descending and atrioventricular segment of the right coronary artery (rca). A 16 x 2.25 promus premier stent was advanced but failed to cross the lesion and the physician noted that the stent was flared. A microcatheter was inserted and a 16 x 2.50 promus premier stent was deployed to complete the procedure. No patient complications were reported and the patient&#38112;status was good.